Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl750su - caiman maryland non articulat.d5/360mm. According to the complaint description, the product was locking. The jaw locked, and the surgeon closed the gauntlet several times until the jaw opened again. An additional medical intervention was necessary. The device was exchanged in order to continue the procedure. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/correction: b2 - required intervention (disability was checked off in error on the initial MDR). Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.